Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient complains hip/thigh pain and burning sensation down the leg and knee. Patient states that it is difficult to walk. There is some occasional swelling.